Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a liberte balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft was stretched 43.5cm proximal to the tip and continued distally for 16.5cm. There were numerous hypotube kinks. There was tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. A 4.00mmx32mm liberté¿ stent was implanted in the lesion at 18 atmospheres for 30 seconds. There was no visual issues prior to use. However, when the stent delivery system (sds) was removed, resistance was encountered and the device was unable to be removed. It was also confirmed during removal of the device that the tube became stretched. But somehow the device was successfully removed without being detached and the procedure was completed with this device. No patient complications were reported.